Event description:
Healthcare professional reported "ruptured breast prosthesis" through the moh (ministry of health). Later healthcare professional reported "prosthetic rupture". This record is for the left side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2., a.4., d.4., h.4.

Manufacturer narrative:
Continued: e.1. Zip code: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "ruptured breast prosthesis" through the moh (ministry of health). This record is for the left side. Device was explanted.